Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. The battery life decrease from 3.5 years to 2.5 years in 6 months. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. A boston scientific technical services (ts) consultant recommended device replacement. This pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. All testing completed on the device passed or was not applicable. The premature battery depletion allegation could not be confirmed by laboratory analysis.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. The battery life decrease from 3.5 years to 2.5 years in 6 months. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. A boston scientific technical services (ts) consultant recommended device replacement. This pacemaker was explanted and replaced. No additional adverse patient effects were reported.